Event description:
False positive result(s). Series of flowflex covid tests appear to have returned false positives. MDR# mw5111184.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov2010097 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. Retention samples from cov2010097 met the qc criterion and the issue was not found with the retained samples. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result(s). Series of flowflex covid tests appear to have returned false positives. MDR#mw5111184